Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). As received, the belt receptacle was pulled from the monitor case causing the belt receptacle connector to be loose at the j1001 connector on the computer / analog (ca) board. The cause of the code 204 is the damaged receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor reported that a patient's monitor belt receptacle was damaged.